Event description:
A dealer in (B)(4) reported that the touchscreen is freezing up and not responding at all, they were not able to calibrate the screen in the service mode. The dealer thinks the problem may be caused by humidity because the screen has what looks to be water spots. The dealer is not sure if the device was on a patient, they will request this information from the customer.

Manufacturer narrative:
Manufacturing received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. Fluid ingress is visible on panel screen. The unit was powered on in service mode and the touch screen calibration test was performed. The calibration test failed was performed again and failed. Ran vela unit in respiration mode for one hour, using touch panel, could not get panel to freeze up and or become nonresponsive, though had to touch panel 2 to 5 times to respond. The customer issue of touchscreen freezing could not be duplicated and not responding at all. The vela front panel assembly was scrapped.

Manufacturer narrative:
(B)(4). Based on the information provided by the foreign distributor, the carefusion technical support specialist determined that the most likely cause of this failure was malfunctioning front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of april 15, 2015 the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a follow-up medwatch report will be submitted.